Manufacturer narrative:
D.2) follow-up with the initial reporter revealed that during the 7 minutes that bypass was interrupted, the aortic cross clamp was removed, volume was transferred back to the patient, and anesthesia ventilated the lungs. During the interruption, the patient's mean arterial pressure remained at safe levels. Follow-up also indicated, that as of 1/2/98, the patient was doing fine and there was no patient detriment as a result of the bypass interruption. A.4, b.6,7: distributor will not provide.